Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with cystoscopy and cystocele repair due to cystocele and urethral prolapsed. It was reported that following insertion the patient experienced erosion. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to mesh erosion. Procedure performed was resection of mesh. It was reported that the impression from md was eroded portion of prior avaulta interior mesh. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.